Event description:
It was reported that patient addressed pain at the implant site and as such surgical intervention was undertaken on (B)(6) 2024 and the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.